Event description:
Patient reported infusion site falling out of body. She indicated that she experienced elevated blood glucose 510 mg/dl. Her normal range is approximately 140 mg/dl. Patient stated that the infusion site fell out of her body during the night and she did not discover the issue until she felt ill. She reported symptoms of nausea, stomach pain, and frequent urination. Patient stated that she changed the infusion site and administered a bolus to address the issue. She indicated that only 2 infusion sites from the box stayed attached more than a few hours. The patient did not report assistance by a healthcare professional, or second party to address the issue. Patient stated that she no longer had the product, therefore, it will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.